Event description:
It was reported that the rv (right ventricle) and svc (superior vena cava) coils of the right ventricular (rv) lead were fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Products: (B)(4) ICD 2012 (B)(6). (B)(4).